Event description:
I received my pinnacle hip replacement in (B)(6) of 2005. Since I have received it, I have had pain in my leg and back. I have also had various other health issues such as kidney failure, rashes, brain impairment, falling. I had pedicle screws removed from my back as I thought this may have been the culprit, but I am still in severe pain. I was on pain meds for a long time and finally got off of them, but I still live in pain on a daily basis. I believe it is all due to the hip replacement. No drs can ever explain my illnesses to me, other than you got sick. That's all they say. I have never been this ill before. I have lost my position in the company I work for and have been placed to part time due to lack of attendance. Please do something about this defective product as I do believe it is the culprit of all my problems. No therapy was ordered.